Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon investigation, the implantable cardioverter-defibrillator was noted with non-sustained oversensing episodes caused by t-wave oversensing. The physician also reportedly frustrated that the marker for an over-sensed beat looked the same as a normal beat. Programming changes were made. The patient was stable.